Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that this morning the patient woke up to feel a sudden jolt like hundreds of bees that stung them where their stimulator was placed in the buttock area and went away when they moved, they no longer feel it. Pt said they called to tell the doctor about it and the doctor told them to call the manufacturer. Pt said their incision is scabby and tender, the doctor checked the incision at their 2 week checkup and said it looked fine. Reviewed post surgical and activity recommendations, reviewed if unexpected stim does not go away they can use the external equipment to turn stim down or off until they can follow-up with their doctor. The patient was redirected to their healthcare provider to further address the issue. Pt said their next appointment is on may 10.